Event description:
The customer stated that her meter was reading +/- 300 mg/dl. She medicated accordingly. At some point, she called the paramedics. She was almost non-responsive by the time they arrived, and they tested her blood glucose at 28 mg/dl. The customer did not give any more information about the incident. The meter is to be returned for evaluation, and a replacement meter will be sent.